Event description:
Medtronic received information that 4 years and 5 months following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valved conduit. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.